Manufacturer narrative:
Additional information was added to h4, h6, and h10. H4: the lot was manufactured between june 13, 2022 ¿ june 14, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastic bladder of the large volume infusor pump ruptured spontaneously during patient infusion. The device was filled with 0.9% sodium chloride and 5-fuorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.